Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a gradual increase in shock impedances. More specifically, the high voltage impedances increased from around 46 ohms in 2013 to around 95 ohms in 2017. The daily shock impedances increased from around 71 ohms in 2013 to around 130 ohms in 2017. It was noted the pace/sense measurements were all within normal range. Technical services discussed possible causes for the gradual increase in shock impedances. Troubleshooting options were also discussed. Additional information was received that the root cause for the high shock impedances remains unknown. Defibrillation threshold (dft) testing was performed at implant and the shock impedance was 45 ohms. Dft testing has not been repeated since implant. At this time, this rv lead remains in service and there were no adverse patient effects reported.